Manufacturer narrative:
Additional/updated information was added to reflect the dealer providing additional information regarding the complaint issue. Additionally, the complaint was able to be confirmed from the pictures provided, which show that the cross brace tubing was broken. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the frame is broken. Update: dealer states that the user was on vacation and the crossbrace broke while on vacation. It happened when he got out of bed in the morning and he heard something and felt the chair give and the back canes began to cave in.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the frame is broken.